Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 18:27:20 on (B)(6) 2025. At 22:39:31, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvc¿s degrading to vt @ 180 bpm. At 22:40:37, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm with motion artifact. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 23:47:56 on (B)(6) 2025.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 12/16/2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 18:27:20 on 12/15/2025. At 22:39:31, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pvc¿s degrading to vt @ 180 bpm. At 22:40:37, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm with motion artifact. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 23:47:56 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vt rhythm on the date of event.